Manufacturer narrative:
The patient remains ongoing with the manufacturer's clinical trial lvad. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient began receiving red heart alarms resulting in the pump stopping and requiring hand pumping. It was reported that the system controller was exchanged and the alarms were resolved. However, approximately one week later, a decision was made to replace the lvad with the manufacturer's clinical trial lvad.